Manufacturer narrative:
The referenced previous stroke is reported on medwatch MFR report # 2916596-2017-03338. (B)(4). Approximate age of device - 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018 due to neurological dysfunction. The device was not explanted and it will not be returned for evaluation. The patient has a history of stroke on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. Neurological dysfunction is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.